Manufacturer narrative:
Concomitant product(s): product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. Product ID: 3387s-40, lot# va0lcex, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Product ID: 3708660, serial/lot #: (B)(4), ubd: 02-nov-2021, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 14-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had an allergic reaction to the metal in the battery according to the hcp. It was noted the patient had a history of nickel allergies. The patient had irritation behind the ear with no evidence of infection. The cause of the allergic reaction was unknown. The patient's system was explanted on (B)(6) 2018. The issue was resolved and the patient was alive without injury at the time of the report. No further complications were reported/anticipated.